Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). Arjohuntleigh received a complaint where it was indicated that during lowering process the alenti chair meet obstruction what cause the device to tip, resulting in the pt falling on the floor. Pt suffered injury described as hip fracture and was sent to the hospital. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tip over). The trend observed for reportable complaints with this failure is currently considered to be low and stable. It has been established that the hygiene chair (alenti) was being used for pt handling at the time of the event. No malfunction could be found on the alenti device that could have caused or contributed to the event. An on-site inspection by an arjohuntleigh representative found the device in good condition working to OEM specification. It is clearly indicated in the event description that the reason for the destabilization of the alenti was the fact that the alenti chair has caught an edge of the tub while lowering. Additional it was reported that the device was operated by possibly nonqualified personnel (summer student) what could provoke the incident to happened. When the IFU would have been followed and the operator will check if there is any obstruction under alenti seat, the tipping would not happened and the event would have been avoided. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.